Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call air bubbles in the reservoir and infusion set tubing. The customer¿s blood glucose was 7.0 mmol/l at the time of incident. Customer reported to have experienced high blood glucose event and noticed that the infusion set tubing was longer than it should be. Customer also reported air bubbles in the infusion set tubing and reservoir. Fill reservoir technique was reviewed and during troubleshooting, they were unable to push out the air bubbles. The reservoir is not expected to return for analysis.